Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. No lot number is available investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of ref. Samples version 11 for the code adhesive patch lifts or detaches during use. Complaint investigations. 1 used set were provided and there is no a visible defect on the received samples. The following tests were performed: visual inspection according to with version 18, used set passed. The visual inspection. A batch record review was conducted resulting in the following: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation on batch review cannot be conducted. As a result of the following: no reported harm, no defect on physical sample, no lot number is available. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the on market quality review (omqr) procedure. No further actions are required.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Unomedical reference number (B)(4). Event occurred in the germany. It was reported that the patient's infusion set fell off after one day of wear. The patient replaced the infusion set and insulin was resumed successfully. No further information available.